Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer added insulin to the cartridge or removed insulin outside of the load sequence. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer changed supplies as necessary and resumed insulin.